Event description:
Home patient (hp) reports receiving system error 2240 alarm in drain 1/2 of treatment of homechoice device. Hp noted fluid leaking from connection of pt line tubing to cassette of homechoice set. Hp discontinued treatment at time of alarm and performed a manual exchange. Hp reports no injury or medical intervention as a result of incident.